Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder sleeve broke and leaked blood. This occurred on 20 occasions during use. The following information was provided by the initial reporter: rubber sleeve breaks down after 4 tubes and blood is leaking to holder.

Manufacturer narrative:
H.6 investigation:bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder sleeve broke and leaked blood. This occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: rubber sleeve breaks down after 4 tubes and blood is leaking to holder.